Event description:
Subsequent to the initially filed report, the following additional information was received: the cuff miss was incorrectly reported. The issue with the device was no pulsatile flow in the marker lumen. No additional information was provided.

Manufacturer narrative:
A visual inspection and functional testing were performed on the returned device. The reported obstruction of flow was not confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue and treatment appears to be related to circumstances of the procedure. In this case, it is likely that anatomical conditions or under insertion of the device contributed to the reported no pulsatile flow from the marker lumen. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Correction: h6 - adverse event problem, medical device problem code 1142 was removed.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted with a proglide device using a small-bore sheath after a carotid revascularization procedure. Reportedly, a cuff miss [suture retrieval issue] occurred while removing the plunger. A new proglide device was used to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.